Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not provided. Section g4: 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. Section h4: complete device identification information was not provided. Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in spain reported via a fisher & paykel (f&p) healthcare field representative that two 950a81 adult ventilator dual heated circuit kit were found broken during use. There was no reported patient harm.